Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastroplasty laparoscopic procedure, the surgeon was able to press the green button and squeezed the handle, but the device did not fire. Another devices was used to complete the case. There was no patient injury.